Event description:
Customer reported a previous occurrence of a high blood glucose event; however, the exact value was not specified as it displayed "high." In response, customer changed the infusion set and cartridge independently, and the control iq feature was active during the event. Although experiencing recurring high blood glucose events, customer declined further assistance and was advised by technical support to consult with a healthcare professional. The case was subsequently closed upon customer's acknowledgment.